Event description:
After failure to reach the lesion with the cypher, the physician attempted to remove the stent delivery system through the guide catheter (gc), but was unsuccessful. After the devices were removed as a unit it was noticed that the proximal struts of the stent were flared. The target lesion was the mid and distal right coronary artery (rca). The lesion was a de novo, moderately calcified and highly tortuous. There was 90% stenosis. Radial approach was chosen for the procedure. There was no difficulty accessing the lesion with the guide wire. A guiding catheter (launcher ebu3.5 6f) was engaged to the target vessel. Pre-dilation with a balloon (sapphire 2.5mm) was conducted and then a cypher sds was being delivered to the target lesion, but it became stuck at the proximal and mid rca due to the high flexion, and it could not be delivered. When the physician was pulling the cypher back into the gc for removal, there was resistance with the gc, and the sds could not be pulled back into the gc. The cypher was removed with the guiding catheter as one unit. After the removal of the unit, the physician confirmed the stent to be flared at the proximal end. The physician stopped using the cypher and the gc was exchanged to a different gc (launcher ebu3.5 7f). Consequently, the procedure was finished successfully with the implant of a different cypher (size unk). There was no pt injury reported.

Manufacturer narrative:
The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt.